Event description:
Our distributor advised that a hosp in argentina reported that a fire occurred on a breathing circuit set-up for a ventilated pt between the heater wire adaptor and the inspiratory limb of the breathing circuit. The set-up included the fisher & paykel healthcare ('fph') mr850 respiratory humidifier, an fph neonatal breathing circuit, an fph mr290 autofill humidification chamber and a sechrist ventilator. Event chronology, as reported by the distributor: the hosp nurses saw fire and smoke. The fire melted the mr290 at the circuit end. Immediately, a staff member closed the air and o2 manometers while another staff member disconnected the pt from the circuit and ventilated him manually with a resuscitation bag. The hosp claims that the mr850 did not alarm at the time of the incident. The pt did not suffer any kind of consequence.

Manufacturer narrative:
(B) (4). Fisher & paykel healthcare has made several attempts to retrieve the mr850 humidifier, the breathing circuit, and any other related accessories that were in use at the time of the reported event. A questionnaire was provided to the distributor to capture more detailed info regarding the reported event. Fisher & paykel healthcare has been advised that the mr850 humidifier, humidification chamber and breathing circuit were provided to the distributor for investigation. It was reported by the distributor that the mr850 "met all the testing requirements" when subjected to functional tests following the incident. Fph has requested further details from the distributor including their evaluation of the mr850 and further info relating to the reported event. We have been advised that the mr850 humidifier will not be returned to fph (B) (4), however, the breathing circuit, chamber and heater wire adaptor will be returned for evaluation. Our analysis is currently in progress. We will submit a follow-up report upon receipt of further info that has been requested and the return of the humidifier accessories and completion of our investigation.